Event description:
The customer's mother stated that the customer experienced a low blood glucose episode and she fell. The customer was taken to the hospital for surgery, as she broke her jaw when she fell. The mother stated that the insulin pump was exposed to an x-ray at the hospital. Troubleshooting was performed and the insulin pump passed the displacement test. The insulin pump was programmed correctly. It was stated that the customer's blood glucose reading was 115 mg/dl prior to her fall. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.